Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 24/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated ventral hernia¿ surgery and was implanted with a strattice device lot ¿sp100231-155¿ on (B)(6) 2015. The patient underwent a ¿recurrent incisional ventral hernia repair, removal of foreign body, mesh implantation, bilateral component release¿ on (B)(6) 2016. The patient was implanted with a second strattice device lot ¿sp10333-072¿ on that date due to an ¿incisional ventral hernia.¿ the patient underwent a ¿wound debridement & wound vac placement¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿no longer had a belly button after [their] surgeries and had excess skin that caused [them] to be self-conscious.¿ patient ¿had difficulty bending and lifting due to pain in [their] abdomen.¿ patient ¿had difficulty walking and exercising as [they] feared losing [their] balance and falling. K .¿ patient ¿was fearful of having another hernia.¿ the form lists the conditions that were treated were ¿recurrent incisional ventral hernia repair, removal of foreign body, mesh implantation, bilateral component release¿ between 2015-2017. The patient underwent ¿general health maintenance, stomach wound infection/ wound management¿ between 2012-2017. The patient has received treatment for ¿abdominal pain, abdominal abscess¿ on or about (B)(6) 2016. This record is for the 2nd strattice.